Event description:
It was reported that the programmer's touch stylus pen did not work, despite trying multiple pens. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working, and also noted that the programmer works intermittently with a known good stylus, and found that the port on the media processing unit (mpu) was loose. The stylus and the mpu were replaced as well as the overlay/bezel assembly as the stylus and cursor were not aligning and the stylus calibrated. (B)(4).